Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized due to having diabetic ketoacidosis. It was reported that insulin pump malfunctioned. Unsuccessful attempts were made to contact customer for further details.